Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in the mouth, the implant failed to achieve osseointegration. Clinician reports periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc the dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in the mouth, the implant failed to achieve osseointegration. Clinician reports periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).